Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle didn't retract after being used on patient. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: event description: the needle didn¿t retract after used on patient. Lot analysis: device/batch history record review: yes. Findings: the lot number was built on afa line 5, from september 24, 2017 thru september 30, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Findings: no qn¿s were initiated during the production of the lot number related to this investigation. Visual analysis observations and testing: received one used iag 22ga needle/barrel/needle cover assembly and a catheter/adapter assembly along with a piece of top web packaging. Visual/microscopic examination: upon removing the needle cover observed the needle was partially retracted with the white button fully pressed. Damage on the grip (within the unit) was preventing the hub from fully retracting. Investigation samples(s) meet manufacturing specifications: no. The damage inside the grip inhibited a full retraction of the needle into the barrel upon activation. Investigation conclusion: root cause. Relationship of device to the reported incident: manufacturing. The damaged inside the grip inhibited a full retraction of the needle into the barrel upon activation. Comment: the plug probe station and the load barrel in zone 5 have the ability to become misaligned and produce the type of damage observed in the complaint sample. Note: all mechanics are trained to align the plug probes using the alignment tool. The barrel seating station is designed to reject any barrels that are over-seated, or missing a barrel entirely.